Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tubes') and uterine perforation ('perforation: uterus') in an adult female patient who had essure (batch no. 646143) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included obesity, gastric operation and uterine dilation and curettage. On (B)(4) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, vaginal haemorrhage and pelvic pain outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: vaginal bleeding. Most recent follow-up information incorporated above includes: on 20-feb-2020: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Essure start date updated. Other relevant history updated. Lot number newly added. Events: abnormal bleeding (vaginal), pelvic pain, plaintiff did not undergo an essure confirmation test were newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tubes') and uterine perforation ('perforation: uterus') in an adult female patient who had essure (batch no. 646143-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included obesity, sleeve gastrectomy and uterine dilation and curettage. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, vaginal haemorrhage and pelvic pain outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: vaginal bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is invalid). We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and uterine perforation ('perforation: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, dyspareunia, menorrhagia and vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, uterine perforation and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), fallopian tube perforation, uterine perforation, vaginal discharge, bladder problems, urinary problems. Essure insertion date was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.